Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. They adjusted and greased filter rods and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system (o2) did not take a 3d spin after taking scout images. When restarting, the mobile viewing station (mvs) would not boot back up. They finished the case with imaging system (o1) on site. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.